Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter: 3.0x10 mm saphire nc, guide wire: whisper es. (B)(4). The device was not returned for evaluation. The reported patient effect of dissection is listed in the xience prime long length everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities. Based on the information reviewed, there is no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid left anterior descending artery with mild tortuosity and mild calcification. After pre-dilating the lesion with a 1.5x12mm mini trek balloon, a 3x38mm xience prime rx stent delivery system (sds) was advanced toward the target lesion and the stent was implanted. The stent was post-dilated using a non-abbott 3x10mm balloon and a distal edge dissection was noted. A 3x23mm xience prime stent was used to cover the dissection. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.